Event description:
Fractured insertion post. Implant had to removed. No other implant was placed in the same surgery.

Manufacturer narrative:
Fractured insertion post. Fracture was caused by mechanical overload caused by user. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Fractured insertion post. Implant had to removed. No other implant was placed in the same surgery.